Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is completed, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, an end tone, indicating a completed seal cycle, was heard but sealing was not completed. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.